Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from filter embedment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from filter embedment.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from filter embedment. Per the implant records, the patient had a previous spine surgery, complicated by the development of pulmonary embolism (pe) and deep venous thrombosis (dvt), and was started on anticoagulation resulting in a large retroperitoneal bleed hematoma, requiring blood transfusions. A vascular consult was obtained and a temporary inferior vena cava (ivc) filter was recommended. The optease retrievable filter was successfully deployed below the renal veins and above the bifurcation of the vena cava. Other than the surgical documentation (procedural details) for the insertion of the vena cava filter, no other information was provided. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three months post implantation. The patient reports tilting of the ivc filter and device unable to be retrieved. As reported by the ppf, the first unsuccessful percutaneous removal procedure was attempted approximately three months post implantation. Approximately two years and ten months after the filter was implanted, a second removal was attempted, and the patient underwent a third removal procedure attempt approximately three years and five months after implantation. Procedural details were not provided. The patient further experienced anxiety related to the filter and mental anguish from not knowing if the filter would fill up with clots and create additional problems. The patient was told that the filter was not meant to be permanent, causing the patient to become increasingly worried with each failed attempt at removal. The patient also stated that once the filter was successfully removed, the mental anguish related to the filter resolved.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the implant records, the indication was spine surgery complicated by pulmonary embolism (pe) and deep venous thrombosis (dvt). Anticoagulation resulted in a large retroperitoneal bleed hematoma, requiring blood transfusions. The filter was successfully deployed below the renal veins and above the bifurcation of the vena cava. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from filter tilt and retrieval difficulty. Per the patient profile form (ppf), the patient reports tilt of the filter and the device is unable to be retrieved. The first unsuccessful percutaneous removal procedure was approximately three months post implantation. A second removal was attempted approximately two years and ten months after the filter implant. A third removal procedure attempt was successfully done approximately three years and five months after implantation. Procedural details were not provided. The patient reports anxiety related to the filter that resolved after filter removal. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.